Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient was having a lot of pain at the implantable neurostimulator (ins) site and the patient thought that the ins was moving around. The consumer also reported that the healthcare professional thought the battery had come out of the socket. Planned diagnostic testing or troubleshooting included an x-ray and MRI. No event cause was reported for this event. No outcome or interventions were reported for this event. Follow up information was requested to determine event cause, event outcome, x-ray results, MRI results, and steps taken to resolve the reported issues. If additional information is received, a follow up report will be sent.